Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 400 (mg/dl). Pump supplies were changed to address the occlusion alarm and a pen injection was delivered to address bg level. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.